Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty select drain time is long on peritoneal dialysis treatments. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 3420ml drained. This drain is 227% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1505ml is 2709ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the liberty select and to contact the clinic nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient resumed treatment on the replacement cycler. Patient was advised by the nurse to avoid salt and limit fluid intake. The liberty select was replaced.

Event description:
"."

Manufacturer narrative:
The reported complaint symptom iipv (dv > 200% of fv) was not confirmed. The reported complaint symptom (draining slowly) was not confirmed. The reported complaint symptom code (operation questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.